Event description:
Event description guidant received information that this chronic right ventricular defibrillation lead developed low sensing and high thresholds. It was reported that an attempt was made to reposition this lead, but the physician could not advance the lead, so the lead was explanted.